Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a common occurence of failure code f-27; this condition had the potential to interrupt delivery. This condition was found in the pediatric intensive care unit (picu) upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with failure code f-27 was confirmed during product evaluation. This condition was caused by a loose slide clamp sensor connector. The slide clamp sensor connectors were cleaned and re-soldered to correct the reported condition. A follow-up report will be filed if any additional details become available.